Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative found that the start-up time took longer than expected due to the number of patient exams led to a very limited amount of memory space. The representative recommended to the client to remove patient data to improve system perform and reduce patient database errors. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, displayed an error message stating "error has occurred that may have damaged the systems database". Restarting the system resolved the reported issue after five restarts. The reported issue occurred before bringing the system into the operating room (or) for a procedure. No additional information was provided. There was no patient present when this issue was identified.